Manufacturer narrative:
Lot number not provided by consumer. Product return requested from consumer therefore, investigation results pending return of product from consumer.

Event description:
Throat started closing [throat tightness]. Lips swelling [lip swelling]. Hives down legs and inner thighs [urticaria]. Swelling hands [oedema peripheral]. Allergic reaction [hypersensitivity]. Case description: a consumer reported that they, a female, used tampax tampon, regular unscented tampon 1 applic, 2 /day for 1 day in 2008 and experienced an allergic reaction with each application. She had been in the car for 3-4 hours with the first application when she started to get hives down her legs; she used oral benadryl to alleviate the symptoms and when the symptoms became worse, she went to the emergency department where she was told to remove the tampon; the symptoms went away within fifteen minutes. She reported that a short time later she used another tampon and the reaction occurred within 20 minutes of the application: her throat started closing, she had swelling of her lips and hands, and the hives on her inner thigh were much worse than with the first reaction. She stated that she was working at the emergency department at the time and was given two epi-pens and intravenous benadryl; she removed the tampon and the symptoms resolved. The case outcome was recovered. Past medical history included: allergy - none reported, medical history - none reported. Concomitant medications included: none reported. Exact product used previously:yes. No further information was provided. One month later update: details revealed in a review of the initial contact: the consumer reported that she used the tampons from a particular box on two different days and experienced an allergic reaction with each use; she used tampons from a different box on the day inbetween and had no problem. No further information was provided.